Manufacturer narrative:
The pump was monitored for several days. The pump was received with normal operating currents, and no unexpected low battery anomalies were noted. The pump passed the self test and off no power tests. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low battery alert on the insulin pump. Customer's blood glucose level was 119 mg/dl. Troubleshooting for low battery was performed. Customer was sent a replacement battery cap and it did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.